Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient complained of chronic hip pain, surgery was performed to explant old implants, and an mdm was implanted. Patient did not provide specifics last surgery date. The old implants were unable to be identified by specific lot#. On (B)(6) 2013, additional information indicated that the patient had pain a few years after the initial surgery. An x-ray confirmed swelling of the soft tissue and upon revision, the surgeon noted wear. In addition to the acetabular components that were revised, the stem, (B)(4) was also removed. It was also noted that the patient's pain was originating from the stem.

Manufacturer narrative:
An event regarding wear/pain involving a trident liner was reported. The event was not confirmed. The device was not returned due to hospital policy. A review of the provided information by a clinical consultant could not determine the root cause as readable x-rays, clinical history and operative reports are needed. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and x-rays are needed to fully investigate the event.

Event description:
It was reported that patient complained of chronic hip pain, surgery was performed to explant old implants, and an mdm was implanted. Patient did not provide specifics last surgery date. The old implants were unable to be identified by specific lot#. On july 2, 2013, additional information indicated that the patient had pain a few years after the initial surgery. An x-ray confirmed swelling of the soft tissue and upon revision, the surgeon noted wear. In addition to the acetabular components that were revised, the stem, 6054-0812s was also removed. It was also noted that the patient's pain was originating from the stem.